Manufacturer narrative:
Stryker evaluated the device and verified the reported issues. The technician observed the connector p22 of the transfer relay was missing from the therapy pcb. Stryker replaced the device's connector p22 to resolve the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would charge but not deliver energy. The device also displayed an abnormal discharge message. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.